Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. Tia and stroke may occur during this type of procedure and as listed in the product instructions for use, tia and stroke are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined and there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via a trial that 15 days after the implantation of the xact stent in the left internal carotid artery (lica), the patient experienced a transient ischemic attack (tia) with numbness/tingling on the right upper extremity and the right side of the face. The event resolved in approximately twenty minutes. During the hospitalization for the tia, 23 days after the carotid stenting procedure, the patient experienced a stroke with recurrent right sided weakness and aphasia. The weakness continues, but overall the patients condition has improved. There was no reported intervention. The patient was discharged to a rehabilitation facility on (B)(6) 2011. There was no additional information provided.